Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 1150mcg/day. The pump's indication for use (IFU) was listed as multiple sclerosis and intractable spasticity. The patient experienced a sudden lack of response/decreased therapeutic effect since pump replacement in 2012. A company representative reported that as per an hcp the patient's second pump, which they had for 3 years, was not working well. Additional information requested included clarification of lioresal received at time of the event (concentration, dose rate, drug lot number, and therapy dates), other medications the patient was taking at the time of the event, medical history, diagnostic tests performed including results, actions taken to resolve the event, and event outcome. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the start date of the lioresal therapy was (B)(6) 2015 and the end date was (B)(6) 2015. Pertinent medical history included multiple sclerosis secondary progressive and spasticity. The patient was allergic to sulfa antibiotics and vancomycin. The lack of therapeutic effect had not been resolved.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a hcp indicated the start date of lioresal therapy was 2012 and was ongoing. Other medications the patient was taking at the time of the event included: venlafaxine, methenamine mandelate, bupropion, modafinil, and donepezil. The patient's pertinent medical history included: multiple sclerosis, skin breakdown, dysphagia, and cognitive decline. They were deciding now whether to do a dye study or not. The plan was still developing. The patient had chronic wounds, some in the sacral area, and may not be a surgical candidate for exploratory surgery or pump replacement. Also, the patient appeared to not be responding therapeutically to the itb and was still very tight. The hcp was wondering if this was due to a catheter disruption at the pump.